Manufacturer narrative:
Date sent to the FDA: 01/18/2016. The doctor opined that there were no connections due to complications and no relationship of adhesion to the device implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a right hemi-colectomy surgery on (B)(6) 2015 for ascending colon cancer stage I and an absorbable adhesion barrier was used. Following the procedure, there were clinical manifestations of adhesive small intestine confinement which required a long tube. The patient experienced an adhesive intestinal obstruction and abdominal expansion on (B)(6) 2015. Views of the liquid level within the small intestine expansion by xrays was performed and hospitalization was extended. The patient was diagnosed with an ileus by CT and a long tube was inserted. On (B)(6) 2015, the tube was removed and patient was discharged on (B)(6) 2015. Additional information has been requested.